Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to calcification resulting in aortic stenosis. A 19mm onyx mechanical heart valve was implanted.

Manufacturer narrative:
Voluntary medwatch number mw5068557. The results of this investigation concluded all three cusps contained calcifications resulting in markedly limited mobility and incomplete coaptation. Leaflets 2 and 3 contained tears. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 1, and on the inflow surface of leaflet 2. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears, calcifications, fibrin, or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, the valve was explanted secondary to calcification resulting in aortic stenosis and insufficiency.